Event description:
On the event date, the patient reported receiving an e4 (occlusion) error while attempting to bolus 6 units of insulin. He disconnected from his infusion site and was able to bolus 6 units of insulin without error. He removed his infusion site and stated that the cannula was bent. He inserted a new infusion site and bolused without error. He stated that his blood glucose was elevated to 270 mg/dl. His target blood glucose range is 100-120 mg/dl. He was sent infusion sets with a shorter cannula length. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.